Event description:
On (B)(6) 2012 customer reported that the modular chemistry (mc) sample probe was leaking onto the capped tubes. Customer stated that no vacuum sound was audible from the mc probe assembly. Customer stated that the probe and syringe were tight. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed spitting from the mc wash collar. Fse replaced the wash collar valve and the leak was resolved. No further issues were reported. The repair was verified by established procedures.

Manufacturer narrative:
(B)(4).